Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown) the device displayed a "check pads" message. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction. The device was removed from service and brought to the facility's biomed department for evaluation. During functional testing the device advised shock on a simulated non-shockable rhythm.